Manufacturer narrative:
The customer alleges that "masks is deformed. " no other details were provided and no patient injury/harm reported. Affected product was not returned nor part number or lot number provided, investigator could not confirm or dispute claim without inspecting actual affected product. Sunmed qs coordinator has reached out to distributor several times for additional information. Based on lack of information and not receiving affected product from end user, there will be no further investigation required at this time.

Event description:
The customer alleges that "masks is deformed." No other details were provided and no patient injury/harm reported.